Manufacturer narrative:
This report (MDR # 3025141-2011-0053) and MDR # 3025141-2011-00054 were initially reported to acumed product development (B)(4) 2011, however acumed quality assurance (designee for complaint handling) was not aware of these events until (B)(4), 2011. Additional training with product development has been scheduled to prevent late MDR reporting in the future.

Event description:
At an unknown time in 2007 the surgeon had a scapholunate instability repair case where the slic screw "came apart", and the gap reoccurred to some extent in the patient. A second surgery was performed at an unknown time in 2007 to remove the screw.